Event description:
New information notes that patient would be further monitored. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead exhibited low pacing impedance. The physician was concerned that there may be a source of leakage that may have stemmed from the procedure. No action had been taken. The patient did not suffer any consequences.